Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. Technical services (ts) noted the shock impedance trend has been stable and with two out of range measurement peaks int the last several months . No noise was present on the lead electrogram (egm). This rv remains in-service. No adverse patient effects were reported.